Event description:
It was reported to aesculap inc. That a caiman disp.instr.non articul.d5/240mm (part # pl738su) was used during a salpingectomy procedure at the time of a cesarean section (c-section) delivery performed on (B)(6) 2022. According to the complainant, during the bilateral salpingectomy procedure, the tips were sticking and difficult to remove from the tissue. There was an unspecified surgical delay while "repair" and suturing to fallopian tubes was performed. The complaint device was not available to be returned to the manufacturer for evaluation. An additional medical intervention was necessary. Additional information was not provided. The adverse event/malfunction is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Investigation complete.

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.